Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported alarm issue. The manufacturer¿s field service engineer (fse) replaced the horn to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported an alarm problem. There was no patient involvement.